Manufacturer narrative:
The device was sent to philips bench for evaluation. The repair facility technician (rft) preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio during testing. The rft discovered that the device was not producing audio as a result of a broken speaker wire. The rft replaced the device speaker - foxlink d speaker - 453665031201. The device passed all functional testing. The device was operational after repairs were completed and returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. There was no patient involvement.